Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was over 600 mg/dl, high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the hospital on (B)(6) 2022 and was admitted to the intensive care unit. Customer was treated intravenously with saline and insulin. There was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, response was received.